Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense. The icm was not used and was replaced during the procedure. There were no patient consequences.